Event description:
The customer reported that the device disarmed when they expected it to deliver energy. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that the device disarmed when they expected it to deliver energy. There was no report of negative pt impact. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.